Event description:
The st. Jude medical rep reported that the device was found in a hardware reset condition. St. Jude medical technical services advised that the device be explanted as the pt was without defib support.